Event description:
On (B)(6) 2007, the pt was implanted with an scs system. The pt does not feel stimulation. When the rep met with pt, she found out that he has not charged his ipg for 24 months. She does not know if the ipg is still functional. The rep has requested that a new charger be sent to pt as the pt showed up to the appointment without the charging system and he does not know where it is. We do not expect charger to be returned. The replacement charging system was unable to charge the ipg. Replacement of the ipg is being discussed.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.